Event description:
It was reported that the patient experienced rhythm pauses and dizziness. The right ventricular (rv) lead exhibited unstable/varying thresholds and non-capture. X-ray showed the lead pulled back a bit; no slack. It was also reported that the right atrial (ra) lead exhibited high thresholds and noise. On x-ray the lead was pulled back; barely in the atrium. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.